Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, myocardial infarction and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use, are known adverse events associated with the use of a coronary scaffold in native coronary arteries. It is possible the reported discontinuation of dual anti platelet therapy (dapt) contributed to the reported event; however, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that in (B)(6) 2017, the patient had a drug eluting stent (des) implanted in the mid to distal left anterior descending (lad) artery. On (B)(6) 2017, due to unstable angina, a second procedure was performed to treat a 90% stenosis in the proximal lad and a stenosis in the mid to distal left circumflex (lcx). Optical coherence tomography (oct) was used to determine the lad was 2.8 mm to 3.2 mm. A 3.0 non-compliant (nc) balloon was used for pre-dilatation, reducing the stenosis to less than 40%. A 3.0 x 18 mm absorb scaffold was implanted in the proximal lad and post-dilated with a 3.25 nc trek balloon with a residual stenosis of less than 10%. Oct confirmed the scaffold was fully apposed. A non-abbott des was implanted in the lcx. On (B)(6) 2017, the patient felt serious chest pain and was sent to (B)(6) hospital by ambulance. The patient was diagnosed with st elevation myocardial infarction (stemi). Angiography showed a total thrombotic occlusion in the lad, but the lcx stent was open. Thrombectomy was performed, followed by angioplasty with an nc balloon. Timi 3 flow was achieved. It was further reported that although the patient had been prescribed dual antiplatelet therapy (dapt) of ticagrelor and aspirin, the patient had only been taking aspirin. The patient was given brilinta while in the cath lab. No additional information was provided.